Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx closure device and delivery system (wds) was implanted. Approximately two (2) months later, it was found that the device had embolized. The closure device was successfully retrieved using a 22f non-boston scientific (bsc) sheath and a non-bsc grasping device through the groin access. The procedure was performed under conscious sedation and lasted thirty (30) minutes. The patient was discharged from the hospital on the same day without any additional complications.